Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. A visual analysis found the grommet damaged and the set screw was obstructing the bore.

Event description:
It was reported during attempt to implant the device, the set screw dislodged and would not re-engage. The device was not implanted. There were no patient complications reported as a result of this event.